Manufacturer narrative:
D9): the quick-cross device was returned to the manufacturer for evaluation 25jun2024. G3): the device evaluation and investigation was completed 27jun2024. H3): visual inspection found all three marker bands present on the device. On the exterior working length, wrinkling between the middle and proximal marker bands, along with a small amount of wear damage, was noted. The proximal marker band was slightly raised and detached, positioned distally to the intended location. The raised band indicated it may have caught on an object; however, no missing material or sharp edges were detected. The distal and middle marker bands were present in the intended location, and the three marker bands did not move freely on the working length. There is no indication of a design or production process related issue. H6): based on device evaluation and investigation, the probably cause of this failure has been determined to be patient condition related. The quick-cross likely caught on a lesion or stent, leading to the damage observed. Type of investigation code 10 replaced (from 4114). Investigation findings code 3243 replaced (from 3221). Investigation conclusions code 50 replaced (from 67). All other codes are applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
A3b.): patient's gender unk. A5): patient's ethnicity unk. A6): patient's race unk. G2): user facility medsun report (B)(4). H3/h6): the device was not returned, thus no investigation could be completed and the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to perform an arteriogram, left lower extremity (lle) angiogram, and stent placement to treat peripheral artery disease (pad) in the left iliac artery (patient has gangrene in her lle). A spectranetics quick-cross support catheter was used to attempt to cross the lesion; however, the quick-cross marker bands became disloged and moved out of place, but remained on the catheter. The surgeon was able to manipulate the marker bands and remove the device. A second quick-cross was used to complete the procedure with no reported patient harm. This event is being reported out of an abundance of caution which captures the quick-cross marker bands that detached but remained on device, potential for harm.

Manufacturer narrative:
G3): on 05jul2024, the manufacturer received FDA email correspondence, identifying that the user facility medsun report #3600840000-2024-8068 required population into the h10 field (related report numbers). H10: medsun report number populated. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.